Manufacturer narrative:
H3: product analysis of (B)(4), lotno:d002229 ¿ as found condition: two phenom 27 catheters were returned for analysis, with two pipeline flex shield braids stuck within the catheter lumen, inside an open pipeline flex shield inner pouch, inside a sealed biohazard bag, and inside a shipping box. The two pipeline flex shield pusher wires were not returned. ¿ damaged location details: the pipeline flex shield braid distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle section was fully open without damage. The pipeline flex shield braid distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿ testing/analysis: the two pipeline flex shield braids were removed from within the phenom 27 catheters lumen without difficulty. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ reports were confirmed, as the two pipeline flex shield braids distal ends were not open and frayed, while the proximal ends were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, which rules out vessel tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid, could have contributed to the failure-to-open event. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, delivering/retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Therefore, the cause of the reported event could not be determined. There were no complaints against the two phenom 27 catheters that were re turned. Additionally, no issues were encountered during testing, and no damage was observed on either catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the rist catheter was being used in femoral approach during the procedure. The cause of the rist catheter positioning failure was noted to be due to the catheter slipping, per the clinician due to the softness of the catheter it could not maintain position. There was no friction noted during delivery or positioning of the pipeline. The second pipeline (ped2-500-30, ln: d002186) appeared ragged at the distal end after removal. Continuous catheter flush was maintained during the procedure.

Event description:
Medtronic received information regarding two pipeline shield stents which failed to open distally and a rist and other pipeline which were difficult to position during the same procedure. The patient was undergoing a procedure for flow diverter and coiling treatment using jailing technique of a right internal carotid artery (ica) posterior communicating (pcom) segment large unruptured amorphous aneurysm via right femoral access. The aneurysm max diameter was 9mm and the neck diameter was 6.4mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with acceptable pre-operative pru level noted. It was reported that the devices were prepared as indicated in the instructions for use (IFU). Initially the rist 079 100cm catheter but the position could not be maintained so the approach and guide catheter were swapped to take the system to the petrous segment. A phenom 27 catheter was delivered to the m2 segment and an echelon 10 catheter was placed in the aneurysm. An axium framing coil was placed partially in the aneurysm for stability. Based on sim & size, the pipeline shield (ped2-500-25, ln: d002229) was delivered with the phenom 27 without issue. The physician first pushed back the ptfe sleeves before attempting further opening within the m1/m2 segment. The system was drawn back to the m1 and pin-and-push technique was used for deployment. The first quarter of the pipeline stent was exposed and initially started opening slightly but then the rest of the distal stent appeared nipped and did not open properly. The system was taken back to the m1 and opening attempted again, but the stent still failed to open. Less than 50% of the pipeline was deployed when it failed to open. The distal end of the pipeline was positioned in a bend. The pipeline was resheathed more than two times. There were no other steps or devices used to open the pipeline. The pipeline was resheathed and removed with the phenom 27 and pipeline and both devices were replaced. This time a ped2-500-30, ln: d002186 was tried. The same technique was used. This stent opened more but the distal end was still not correct and had a ragged appearance so the physician decided to remove the system again. Again, less than 50% of the pipeline was deployed when it failed to open. The distal end of the pipeline was positioned in a bend. The pipeline was resheathed more than two time but no other steps or devices were used to open the pipeline. The pipeline was resheathed and removed together with the phenom 27 microcatheter. At that point a ped2-475-30, ln: b799966 was delivered with another new phenom 27 microcatheter (ln: 228972646). For this attempt, the physician decided not to go over the ptfe sleeves. The distal end was slow to open but with some manipulation, pushing the system and further deployment, the braid did open. The physician felt one small section was not fully apposed so the stent was resheathed and repositioned which provided correct neck coverage. The proximal segment took some manipulation as well and the device shortened somewhat around the ophthalmic bend but was fully opened and well apposed. The physician was happy and satisfied with the deployment of the pipeline. 4 additional axium coils were then deployed into the aneurysm with no issue reported and the procedure was completed successfully.

Manufacturer narrative:
Continuation of d10: product ID 107f-079-100 (lot: unknown); implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 231955678); implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 230108192); implant date n/a; explant date n/a product ID ped2-475-30 (lot: b799966); product ID fc-9-30-3d (lot: 231258669); implant date n/a; explant date n/a product ID 105-5091-150 (lot: d063460); implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 228972646); implant date n/a; explant date n/a product ID ped2-500-30 (d002186). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.